Manufacturer narrative:
An investigation was performed in response to a complaint of errors 2239 and 2240 bf probe purge failures on the aia 900 analyzer. At the customer site, field service found the that the bushings for the wash syringe were both worn out. This indicates the mechanical problem was due to a wear problem of the wash syringe bushings.

Event description:
Customer reported error 2239 and 2240 bf probe purge failures which has been determined to be a reportable malfunction to the FDA based on delay in reporting of patient results for class a analytes.